Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose was 124 mg/dl. The customer stated that he been trying to change his infusion set and can't get the bubbles out of the reservoir. Customer stated the insulin vial is foamy and has lot of bubbles. The customer had pull reservoir from different box and same thing happen where the insulin got cloudy. The customer got another insulin vial and a new reservoir, filled the reservoir without issue. The customer was assisted with set changed successfully.